Event description:
Additional information was received from the patient and it was reported that the patient¿s previous 2 devices didn¿t work. The patient reported that the devices worked but then would get damaged in about a year.

Manufacturer narrative:
Concomitant medical products information references the main component of the system and other applicable components: product ID: 3889-28, lot# va0c6yx , implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patients device was replaced and the lead wires were damaged. No trauma/falls were reported related to that issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.